Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2017-04902.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the tibial articular surface provisional was missing a ball bearing. It is unknown when the ball bearing went missing and no involvement of patient was reported. No adverse events have been reported as a result of the malfunction.